Manufacturer narrative:
Additional information: intuitive surgical, inc. (Isi) received the following information from the or product coordinator from the site: the clip fell out of the large hem-o-lol clip applier instrument while it was being inserted into the patient. The clip fell down through the trocar and into the patient's abdomen. A grasper was used to retrieve the clip during the procedure. No pictures were taken of the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the cables and tips of the large hem-o-lok clip applier instrument were really loose. There was no fraying or signs that the cables were worn. The large hem-o-lok clip applier instrument was put through the cannula to place the clip and immediately fell out of the instrument before the clip could be placed. The customer removed the clip and inspected large hem-o-lok clip applier instrument to find that the cables were loose, and the tips bent easily. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event.